Event description:
It was reported that during use at the user facility, the device was overheating. The procedure was completed successfully with no patient involvement, no delay, no medical intervention, and no adverse consequences reported.